Manufacturer narrative:
The case description states that the user had high bgs while using the system. Inspection of the android log files found no evidence of issues with insulin delivery. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. All boluses programmed by the user were successfully delivered and completed. The system was found to function as intended. During the investigation, the controller was paired with an unused pod, which was paired with a cgm emulator, and tested in all functions. Entry of carbs, bg values, cgm values, and manual adjustments into the bolus calculator found the suggested bolus to be correctly calculated based on the user's settings and each bolus was only delivered after input into the controller to confirm and start the bolus. The controller was found to function as intended during the investigation.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. The patient fainted and fell, which resulted in a head injury that required stitches. The patient was bleeding from the head injury. The patient called 911 himself and was rushed to the hospital. The patient could not recall the treatment he received in the hospital. The patient was released close to a week later.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.